Manufacturer narrative:
(B)(4) . An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Although the cassette could not be analyzed, the home patient (hp) reported improperly disconnecting and then reconnecting to the device which is a known cause of the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Furthermore, the guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. Troubleshooting revealed that a home patient (hp) disconnected from the device without stopping therapy. The hp then proceeded to reconnect to the device without using proper aseptic technique. A technical service representative (tsr) helped end therapy and reviewed proper procedures with the hp. The hp planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.